Manufacturer narrative:
Correction: section h6: the investigation conclusion code should have been "no problem detected" instead of "cause not established" for the submitted device evaluation.

Manufacturer narrative:
The reported event of a high defibrillator impedance was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that the implantable cardioverter defibrillator (ICD) was found to have eroded through the skin. A high defibrillatory impedance was also observed pre-operation due to open pocket and even can vector on the ICD and right ventricular (rv) lead. No other values were out of range. The system was extracted. The patient tolerated the procedure well and was stable before, during and after the procedure.